Event description:
Same case as MDR ID #s 2134265-2013-04564 and 2134265-2013-04566. It was reported that during a coronary intervention procedure a vessel dissection occurred. The complete total occlusion was located in the circumflex artery. A mach 1 guide catheter, an apex balloon catheter and an unspecified bsc guidewire were used to treat the lesion along with all different types of non-bsc devices. During the procedure a dissection was noted. The patient's blood pressure dropped and the patient experienced a vagal response. The dissection was successfully treated with an unspecified stent. No further patient complications were reported and the patient's status is stable. The physician is not sure what caused the dissection.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).